Manufacturer narrative:
(B)(4)

Event description:
It was reported that non-sustained rv oversensing episodes were observed due to myopotentials during a follow-up. The noise was reproducible with a deep breathing test. Programming changes were made and further testing was recommended. The patient was stable after the event.